Manufacturer narrative:
(B)(4). Baxter medical director re-assessed the case based on baxter vienna's investigation results. Baxter follow-up medical assessment: the additional information received does not change the conclusions of the initial medical assessment. Even if properly sterilized, spray sets for demo purposes that are carried by sales reps may sustain breaches in sterility, since the transport and storage conditions (carry on, car trunk, extremely high or low temperatures) are not standardized and optimized to prevent a potential breach in sterility. This is why these sets are also overlabeled: "for demo purposes only, not for patient use", and therefore should, under no circumstances, be used in surgery. Baxter vienna provided additional investigation results. Batch review was performed and it was determined all released product met specifications. Per vienna, the issue appears to be an isolated and a review of the database indicates no other similar complaints. This case will be kept on file for trending purposes.

Event description:
It was reported that during surgery a surgical staff noticed the tisseel spray set had a label stating ¿sample, non-sterile. For demonstration purposes only. Not for human use.¿ unsure of the sterility of the tubing, the doctor removed the tisseel and tubing from the sterile field and discarded the product. No tisseel was applied to the patient. No patient or user injury reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment summary: the narrative describes a chain of errors that lead to exposure of patient and sterile surgical field to a potentially contaminated tisseel spray set device: regional sales representative delivered spray set tubing for demo purposes, not for patient use. Or personnel not detecting the label stating ¿for demo purposes only, not for patient use¿ tubing used in surgical field (potential surgical field contamination). No patient injury has been reported. After consideration for potential harms and worst-case scenarios, an adverse health consequence due to surgical field contamination (infection and sepsis) is reasonably expected to result from this issue. A follow-up report will be submitted upon receipt and evaluation on the manufacturer's investigation.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. Sample was not received for evaluation. Baxter (B)(4), indicated an adverse health consequence due to surgical field contamination (infection and sepsis) is very unlikely as all spraysets for demonstration purposes only are sterilized as normal spray sets. The label stating: "for demo purposes only, not for patient use" should only prevent the sale of the spray set. According to baxter (B)(4), no safety issues are expected. Root cause of this event is user error. A baxter medical science liaison reviewed this issue with the customer and the customer indicated they had no further inquiries. This is the first reported complaint of this nature for this product lot. This case will be kept on record for trending purposes.